Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed rash. The patient reported the rash may have been due to a medication he was taking, but that the lifevest increased the itchiness and irritation of the rash. The patient's physician instructed the patient to take benadryl for the irritation. The patient reported that the rash cleared up. There is no indication that a device malfunction caused or contributed to the reported skin irritation.